Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device issue has been reported. It was reported via a trial that the stent located in the posterior descending artery (pda) had restenosis and was treated with another stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as another MFR distributes promus in the us. As its brand label of abbott vascular's drug eluting stent.